Manufacturer narrative:
Nova biomedical awaits the returned of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.

Event description:
It was reported to nova biomedical that a consumer rec'd a result of 34 mg/dl on their blood glucose meter. The consumer immediately performed another test using the same meter and strips getting the following result of 71 mg/dl. A control solution test was performed while troubleshooting with customer support showing the test strips to fall in range. The difference in the consumer's readings was determined to be clinically significant. The meter and test strips will be returned for eval.